Event description:
Related manufacturer report number: 2017865-2023-46493. It was reported that a loss of i2i communication between the atrial and ventricular devices resulted in loss of atrial pacing. The device was reprogrammed to resolve the event and the patient was in stable condition.